Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 555 mg/dl at the time of call. The customer stated that there were large and small air bubbles found in the tubing length. The customer stated that the insulin was not stored in room temperature. The customer stated that the insulin did exit during the manual prime and fill tubing process. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.